Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device would shut off. The harvester waited for the recommended 30 seconds to allow the device to cool after the safety shutdown; however, the device continued to have difficulty with activation. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. A maquet representative reviewed the hemopro 2 safety shut-down mechanism with the hospital due to the issue that the customer had with the device. (B)(4).